Event description:
A pt with a history of arterial hypertension was first submitted to cataract surgery on left eye in oct 2003 without any complications. Then pt underwent cataract surgery again three weeks later on right eye. An intraocular lens was implanted and pt was discharged twelve days later. On unknown date pt started to complain to their primary physician that pt did not see well, but the physician did not consider it. The hospital ophthalmologist called the pt for a follow up visit after the market recall information. In april 2004 the hospital ophthalmologist confirmed that the lens was translucent. Pt vision acuity was 0.2. The lens explantation has been scheduled. This case was considered serious/intervention required. Case comment: the most common cause of a cloudy lens is opacification of the posterior capsule (pco). The cause of this complication could be the result of poor cleaning of the posterior capsule at surgery or posterior capsular plaque or of the accumulation of inflammatory or infective debris. It is unclear from the report whether pco has been ruled out. Technical complaint reports for cross-ref. Cases of the same batch number did not reveal any deviations. However, investigation results are not complete, considering the fact that the lens has not be returned yet for further analysis. Additional information is therefore expected so that a causality assessment can be made.